Manufacturer narrative:
This case, with (B)(6) (system 1), is related to case with (B)(6) (system 2).

Event description:
The patient received the following results, with two different inform ii meters, within 10 minutes: 374 mg/dl (system 1) and 117 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.